Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-jan-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s ins was replaced due to normal battery depletion, however, patient said she got new lead and when the surgeon removed her old lead it hurt her, it was painful. Patient said she thinks the lead line had adhered to her skin. Patient also reported her device had helped her more than 50% but she still wore pads; it allowed her to get out of the house. No further complications were reported or are anticipated.